Manufacturer narrative:
On 12 may 2020 arjo was informed about an incident that occurred in (B)(6) hospital in hong kong. It was reported that the caregiver¿s finger became stuck at the place where the side rail (composed of metal pipes) contacts the bed frame. It happened during lowering of the safety side rail of the enterprise 5000 bed. As a result, the caregiver had her hand x-rayed and distal phalanx fracture was confirmed. The caregiver was on sick leave for 7 days. During the on-site visit, the arjo representative inspected the involved bed. There was no deficiency found, which could contribute to the reported event. The information gathered allowed to establish circumstances surrounding the event. It took place when the caregiver was taking care of the patient and wanted to lower the safety side rail. The caregiver held her right hand in the place marked by the label as the side rail contact point and the other hand pulled the operating knob. This caused the rail to fall and trapped the caregiver¿s finger. The product instructions for use dedicated to enterprise 5000 (746-445-UK-6.1) contain all crucial information and warnings which should be followed to ensure the safe lowering of the side rail: ¿to lower the side: hold the top rail behind the hinge point. Pull the operating knob and lower the safety side towards the foot end of the bed.¿ it informs also the user that side rail contact points are identified by the warning sign symbol (black triangle with an exclamation point). Summarizing, the enterprise 5000 was used with the patient and played a role in the reported event. The inspection of the bed did not confirm any device malfunction, which could contribute to the event (the bed met the manufacturer¿s specifications). The complaint was decided to be reportable due to the serious injury sustained by the caregiver.

Manufacturer narrative:
The device evaluation carried out by arjo representative did not confirm any device malfunction. The process of analyzing all gathered information is ongoing. Additional information will be provided upon the conclusions of the investigation.

Event description:
On (B)(6) 2020 arjo was informed about incident that occurred in (B)(6) in (B)(6). It was reported that the caregiver trapped finger during operating of the safety side rail of enterprise 5000 bed. As a result, the caregiver sustained distal phalanx fracture.